Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the prograsp forceps instrument with an alleged issue to perform failure analysis. Isi requested the customer return the product for analysis; however, isi has not received the product to confirm/identify the failure mode. A review of the site¿s system logs confirm no system related errors. A device history record (DHR) review for the device involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy, the patient's bowel was injured. The prograsp forceps instrument was not grasping the bowel, but was instead resting on it. It appears that the bowel may have become caught on the instrument's wrist cables and subsequently injured when the surgeon tried to remove the instrument from the bowel. The injury was repaired with a suture and a general surgeon was called in to ensure the repair was adequate. The procedure was completed robotically.

Manufacturer narrative:
The event investigation is in progress.